Event description:
It was reported the customer had a keypad anomaly. The customer stated their act button was unresponsive. Customer also stated they were unable to get pass the fill cannula screen. Customer's blood glucose was 382 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to lcd keypad connector not plugged in properly. The insulin pump passed the displacement, rewind, prime, basic occlusion and occlusion test. The insulin pump primed properly. The insulin pump had minor scratches on display window.